Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when connecting to new insulin pump, blood glucose was 44 mg/dl in the early morning. Customer went to see healthcare professional and blood glucose was 600 mg/dl. Customer reverted to older insulin pump, treated high blood glucose with a bolus and blood glucose dropped to 375 mg/dl. Troubleshooting was performed on new insulin pump and it was found that setting were incorrect. It was found that basal rates were incorrect, bolus wizard was incorrect and carb ratio and sensitivity were incorrect. Customer was assisted in programming meter ID and transferred to meter department. Customer was advised to call back if low blood glucose persisted.